Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave catheter was selected for use. During the procedure, the farawave catheter would not flush using the flush port. It is not known if flushing the catheter during preparation was successful, but later in the procedure they were unable to irrigate the device. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications occurred. The catheter is expected to be returned for analysis.